Manufacturer narrative:
A philips authorized service provider (asp) evaluated the unit and determined a blower failure. Part replacement was necessary. The aps replaced the blower assembly. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting an error code of 1122: blower temperature high on a v60 ventilator. The device was in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
The removed blower assembly was returned to the pil for analysis. The pil technician visually examined the component and reported there was no signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. Tech did verify a slight amount of contamination on the impellers of the blower. The pil technician installed the blower into a pil v60 standard test bed (stb) for testing. The pil technician reported the customer complaint could not be verified. The returned blower passed all testing that is noted in the (B)(4) trilogy / v60 blower motor troubleshooting procedure. The pil technician verified that there are no issues noted with the blower by way of blower winding testing, blower hall sensor testing, blower regulator testing and thermistor testing as well as mechanical rotation testing and blower operation on the stb. The technician also verified that the blower operated as expected on the pil stb with no issues or error codes generated.